Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no information provided regarding the customer's blood glucose level. Customer stated the pump was not being used for therapy at the time of the report. The customer confirmed that an alternate method of insulin delivery was available.